Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump had no power and was unresponsive. The customer went to the emergency room 15 days ago for an out-patient treatment due to their high blood glucose level when their original insulin pump failed. Customer's blood glucose level was 15.6 mmol/l. The customer treated their high blood glucose level with an insulin injection. The insulin pump had a small crack inside the reservoir compartment. The drive support cap was slightly indented. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08730 inches. No blank display or off no power anomalies were noted. Unit was received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case.